Event description:
Info was received via maude event report. The md suggested that there may be a crack somewhere in the catheter of the right subclavian quad lumen central line since there was an increase in serious drainage coming from the insertion site with upward titration of phenylephrine without positive response in pt's blood pressure. Catheter was described as 8.5 fr. 4-lumen 20 cm. On (B)(6) 2013 - f/u info from risk mgmt states they do not know if they exchanged the catheter for the pt while in use. There were no delays in treatment and no pt death or complications were reported. The used catheter is retained by risk mgmt and will not be returned for eval.

Manufacturer narrative:
(B)(4). Sample will not be returned.